Event description:
It was a reported that the pt underwent a thermal ablation procedure in 2006. During the case, the pressure dropped to about 70mm hg. The temperature also decreased to an unk temperature. The unit shut down at seven minutes and 30 seconds into the therapy cycle. The physician noted that the balloon was half way out of the cervix. When the balloon was removed, it was noted that the cervix was burned. The physician considered the case completed.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.